Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm performed leak tests and tested the "leak in iab circuit" alarm and all passed to factory specifications. The stm was unable to duplicate the customer's reported issue. Unrelated to the reported issue, the stm replaced a missing IV pole bushing, then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) generated a "leak in iab circuit" alarm. There was no patient harm and no adverse event was reported.